Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting and the reported failure was confirmed. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. Technical assistance center (tac) provided remote troubleshooting. Customer was not in front of the unit. Reviewed socket cleaner, cabling and swapping xenon light source. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source displayed a scope communication error (b30 error). The issue was identified during an inspection for use. There were no reports of patient involvement.